Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient IV pump was beeping throughout the night. The nurse change out the IV tubing and noticed a hard piece of the tubing broke off into the port. No patient harm reported. Received a copy of the customer's medwatch report from the FDA which states "patient 's IV was reported as beeping throughout the night. Tubing was changed out . IV tubing had a port that had something stuck in it. Upon inspection , it showed to be hard plastic connecting piece of another IV tubing that broke off in the port."